Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, underweight, black particles, and broken shell. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness was within specification. And also identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. A striated edge on posterior side due to surgical damage.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.